Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer is reporting interference on plethysmographic waveform on zoll x-series defibrillators in their two demers ambulances. These two trucks have (B)(4) overhead lighting in the back of the ambulance. Upon arrival to (B)(6), observed the chief with rainbow dci and rc-4 placed on his r ring finger. The plethysmographic waveform was arti-factual in nature and the pulse blip bar was erratic spo2 and pr still displayed, but the staff is concerned about accuracy. This interference worsened when hand was rotated sideways and improved slightly when hand was positioned perpendicular to the light. Masimo ambient shielding removed the interference. Repeated this test with r25-l sensor and there was some artifact, but it was much less in nature. This behavior is specific to two demers ambulances that have (B)(4) overhead lighting. They do have a third truck with this same type of lighting, but it is a box truck and there are no complaints of this interference in this truck. The ceiling is approximately 6 inches higher in the box truck and the stretcher is placed centrally (between the rows of lighting) rather than directly under one row as it is in the two trucks in which they experience this behavior. The chief reports this happens inside the truck only and that the waveform returns to normal once outside the truck. No patient impact or consequence reported.